Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: on examination, the battery compartment was cracked. The cap that was returned with the pump for investigation was able to tighten properly onto the pump. On investigation, there was no loss of power and the pump performed within the required specifications.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery compartment crack remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.